Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusion), additional information: event site contact person details: (B)(4). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the power management board to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service. The defective components were received for further investigation. The failure analysis and testing dept. Received power management board , with a reported unit failure of the iabp not powering on. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. Tested the board for 30 minutes with no issues. Iabp would power on. Fat was not able to verify an issue with this part. Sended the board to the supplier for failure analysis per procedure. The failure analysis and testing dept. Received power management, rohs from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier observed that component cr39 was damaged. The supplier replaced component cr39, and retested the board. The board passed testing. The failure analysis and testing dept. Installed pcb, power management, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. Retained the board in the fat per procedure. The non-conformance's with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported that during a routine scheduled preventative maintenance by getinge field service engineer , the cardiosave intra-aortic balloon pump (iabp) unit's pump will not turn on and would just make a constant beeping sound and not boot up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.